Event description:
Customer reported feeling "dizzy" with result in the 200's (mg/dl) obtained on the advantage system. She was taken to the emergency room (ER), and 3 hours after testing in the 200's (mg/dl) customer reportedly received result of 234 mg/dl on the advantage system and 60 mg/dl on professional device within 10 minutes. 30 minutes later customer received result of 242 mg/dl on the advantage system and 72 mg/dl on professional device within 10 minutes. Customer re-tested 260 mg/dl on the advantage system. Customer was given a "sugar" drink, which she consumed on her own. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Tech alleged that the casters would swivel when the brakes were set.